Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error alarm, blank display anomaly and moisture damage. Customer's blood glucose reading was 260 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the device was exposed to ocean water and went blank immediately after moisture damage. Customer received a button error alarm after they removed and reinserted the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to blank display pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, stained end cap sticker and cracked reservoir tube lip.